Event description:
See attached user facility medwatch.

Manufacturer narrative:
(B)(4). Batch #: unknown. Please see attached user facility medwatch form mw1000060000-2022-8005. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No patient consequences could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in the post-operative care of the patient this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report.